Event description:
It was reported that prior to the start of a da vinci-assisted radical cystectomy with ileal conduit surgical procedure that universal surgical manipulator (usm) 3 is presented with a 32098 error. The customer restarted the system several times, but the issue returned. The case required all four usms, so the procedure was aborted to another system. The ports were not in place when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested onto our patient side cart fixture test platform (pftp) and failed during power up. The log shows error 32098 on the acm (ac3d). The p1 (params0 is 2147483648 which converted to hex in the calculator to get 8000 000. The rightmost hex digit is how we find the p1 value which is 0. The value in the chart points to the spar. The complaint was confirmed by failure analysis.the probable root cause is attributed to component failure based on electrical and fiberoptic defects.